Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump housing was damaged causing the function of the pump motor and internal mechanisms to become compromised. The customer declined assistance from tandem customer technical support regarding the issue and provided no additional information. There was no reported adverse effect to the customer's blood glucose level.